Manufacturer narrative:
An event regarding loosening involving a triathlon patella was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that after the patient had their right knee replaced (primary procedure), patient experienced pain after physical therapy on (B)(6) 2018 which persisted. The surgeon decided to revise the patient. The patellar component was found to have been detached from the patient's native patella with fibrous tissue on both the bone and implant. Surgeon is reported to be experienced with knee replacements and always checks drill bit sizes before implanting patellar components. An a35 uncemented patella was revised to an a35 cemented patella. The device may be available for return and the